Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: a review of the pump¿s black box and alarm history data revealed a pump reboot. The battery compartment was observed to be cracked, and the returned battery cap had stripped threads. The returned battery cap was unable to secure onto the pump. The pump was unable to maintain an electrical connection with the returned battery cap, and pump reboots were duplicated. A test cap was used complete the investigation. The test cap was able to secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or damage was observed inside the pump. Unrelated to the initial complaint, the display screen was discolored. Also unrelated, the up arrow keypad button was hypersensitive. The keypad cover was removed, and the up arrow keypad button contact was observed to be inverted. There was no contamination found under any of the keypad button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was reported that the yellow o-ring at the battery cap was visible at the time of power interruption and that the battery cap was unable to fully secure onto the pump. It was alleged that the battery cap had not been replaced in seven to twelve months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.